Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. The adapt tool confirmed the unloaded voltage ul with and loaded voltage loaded with was within spec range. No low battery alert, replace battery alert or replace battery now alarm noted during testing or in the pump trace download. However, pump received with a high sleep current measurement test, problem isolated to the pcb 1. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had replace battery alarm. Customer received a low battery alert prior to the replace battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.